Manufacturer narrative:
Additional information: d10, h3 and h6 the reported event of backup operation was confirmed. In-lab analysis showed no sources of high current. Burn marks were present on the hybrid and were due to exposure to electrocautery. The cautery energy caused internal arcing and forced the device into backup mode.

Event description:
During implant, interrogation of the device was not possible stating the device was in backup vvi mode. The issue was resolved by explanting and replacing the device. The patient experienced no consequences.